Event description:
Pt reported a port site infection from the lap-band system was implanted. After five months, the access port and tubing were explanted. Since then, the pt has undergone three other procedures to remove abcesses. After each procedure, the wound was left open and packed with absorbent material and left to heal from the inside out. The procedures have left the pt bedridden for the succeeding day each time and feeling unwell. The pt has been prescribed a high dosage of antibiotics and says the surgeon does not want to remove the band, as the abcesses are not caused by the remaining band and it would be more dangerous to remove it and the abscesses are not life threatening. Investigation in progress.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and is presumed discarded after surgery by the surgeon. The reporter of the complaint to indicate the product serial number, exact date of event, implant date and explant date. The info has not yet been received by allergan. Based upon the model number provided by the reporter the connector type is returned to be a taper ii. The surgeon may have discarded the access port when it was explanted and may be no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Further info from the reporter regarding the serial number, the exact dates and the surgeon contact info has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of delayed healing as follows: "adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."